Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angiogram of the lower peripherals, the flexor ansel guiding sheath caused an artery dissection necessitating four additional stent placements for resolution. According to one of the techs, the physician used power injection through the sheath rather than hand injection. Additionally, the tech reported that the imaging of the vasculature at the time of this event revealed the dissection was located a considerable distance away from the tip of the flexor ansel guiding sheath, in the vicinity of the reach of the dilator. Four balloon expandable stents were seen to be placed to cover the dissection. Additional questions regarding details of the event, including patient outcome, have been asked, but this information is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: pt information: 50 years. Pt information: male. Pt information: 173 lb. Other relevant history: peripheral artery disease. Additional information regarding the reported incident was provided by the customer. No patient adverse effects have been reported. Investigation: evaluation. A review of the complaint history, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: pt information: 50 years. Pt information: male. Pt information: 173 lb. Other relevant history: peripheral artery disease. Additional information regarding the reported incident was provided by the customer. No patient adverse effects have been reported. Investigation: evaluation. A review of the complaint history, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.